Manufacturer narrative:
One device was returned for repair with complaint "replace motherboard." Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No events found in event history. Could not confirm complaint of ¿replace motherboard." Probable cause was error 44510. Device passed initial verification testing and visual inspection. Device keeps time and dates. Device operates within normal specifications. Updated the latest software. Performed verification testing. The device passed all testing criteria.

Event description:
It was reported that the customer returned the device stating replace motherboard; during device evaluation it was found that the device had error 44510. There was no patient involvement.